Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the lead was connected to the battery. The lead was unscrewed from the battery in an attempt to reposition the lead. After repositioning the lead, the lead could not be screwed to the battery again. The device was not used. A new device was implanted successfully. The patient was stable.